Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received unit received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, received with cracked belt clip slot, and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 121 mg/dl. The customer stated the buttons were not held longer than three minutes, or had moisture exposure. The insulin pump will be return for analysis.